Event description:
A customer reported a malfunction alarm on their pump, specifically referencing malfunction code 12, but no specific event was noted that led to the issue, and the fault ID was not available. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset on the pump themselves, and customer technical support (cts) decided to replace the pump. Cts informed them that a replacement pump with updated software would be sent and instructed the customer on returning the faulty pump through ups, using a provided return box and prepaid label. The customer understood the instructions related to putting the pump into storage mode before returning it and acknowledged these steps.